Event description:
It was reported that the patient's system was explanted due to an infection. The reporter was going to reach out to the patient to see if there were any other issues. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3889-28 lot# va01lnq, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient symptoms as redness, drainage, pain, and incisional wound opening. It was unknown whether perioperative antibiotics were given, if culture was obtained or type of organism, or primary location of infection. The patient outcome was unknown and noted post-op wound or skin contamination.

Event description:
Follow up reported the patient symptoms were at the surgical site. The infection was confirmed by the health care provider. Intervention included "removal." The patient recovered without sequela.